Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
Patient's respiratory deterioration for more than 12 hours with progressively increasing right pleural effusion --> diffusion of parenteral nutrition into the right pleura while the catheter was placed on the left arm. Catheter removed 2 cm in the middle of the night then final removal at the end of the night on (B)(6) 2024. Sending the catheter to bacteriology. Puncture highlighting a dextro hi = parenteral diffusion. Apparent immediate consequences: for the patient: respiratory deterioration + additional examinations for the patient, removal of the catheter, pleural puncture. For professionals: overload of activity and economic impact.

Event description:
Patient's respiratory deterioration for more than 12 hours with progressively increasing right pleural effusion diffusion of parenteral nutrition into the right pleura while the catheter was placed on the left arm. Catheter removed 2 cm in the middle of thenight then final removal at the end of the night on (B)(6) 2024. Sending the catheter to bacteriology. Puncture highlighting a dextro hi = parenteral diffusion. Apparent immediate consequences: for the patient: respiratory deterioration + additional examinations for the patient, removal of the catheter, pleural puncture. For professionals: overload of activity and economic impact.

Manufacturer narrative:
This complaint could not be classified. Due to the missing faulty sample, the error pattern can neither be verified nor disproved. Since we did not receive the faulty sample, no investigation of the sample is possible. The customer provided two x-ray images. In general, pleural effusion is almost always caused by incorrect positioning of the catheter. Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are two further complaints for batch 100624gs and one further complaint regarding a pleural effusion on code 1252.030 within the last three years. This query relates to all complaints that have come to our attention worldwide. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us the faulty sample.